Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's tube was leaking after two days of using. Patient was reintubated.